Event description:
This procedure occurred in another country, in a implantation of a transcutane aortic valve: the gooseneck (gn) was used for positioning of a transcutane aortic valve. The loop was positioned around a strut of the valve, the snare catheter was advanced and the loop was fixed around the strut. After positioning the valve, the snare catheter was pulled back, but the loop was still contracted and it was not possible to remove the gn from strut and valve. The valve with the gn was explanted. It looks like the distal marker of the snare catheter detached from the catheter. Surgical intervention required: thoracotomy. Current patient condition of impact to patient: reported as death.

Manufacturer narrative:
Multiple attempts have been made to capture further information i.e. Autopsy, procedure reports, x-ray, cine and/or images, this also included the lot number and the actual cause of death. Ev3 also requested the device for evaluation, however, it is reported that the physician does not like to "give it out".